Event description:
Per complaint (B)(4), a patient experienced paresthesia of the lower left lip and chin 14 days after initial placement of their dental implant. The implant was positioned superior to the inferior alveolar nerve canal. The implant was removed and the patient is to be observed for recovery. Replacement is planned to take place in 3 months.